Event description:
During ivtm therapy, the thermogard ivtm system (sn (B)(4)) keeps alarming several times but no error message prompted on the display. The customer powered off and unplugged the thermogard console but it continued to alarm. The thermogard console was ran for a system check and it did not display any error message. The display head was disconnected from the thermogard console but issue persisted. Finally, the thermogard console was removed, and the customer used another temperature management to continue with treatment. No consequences or impact to the patient.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.